Event description:
The device was used during a video assisted thoracic surgery procedure. Reportedly, the device broke after firing. Another device was used to finish the procedure. No pt injury was reported.